Event description:
Pt desaturated. Nurse pushed increase o2 oxygen button on viasys avea ventilator. No increase noted. Nurse then turned forced inspiratory o2 dial to 100% percent and o2 only increased to 50%. O2 saturations increased to greater than 92%. Respiratory therapy pulled ventilator and co notified.